Event description:
After the implant procedure was completed, a pneumothorax was verified by imaging. Physician placed a chest tube and admitted the patient. Pneumothorax resolved and patient was discharged.